Manufacturer narrative:
No pt information provided as no pt was involved in this concern. A RMA was issued for the computer. The device has been returned and the investigation is in progress.

Event description:
Medtronic rep reported that the stealthstation system is freezing. Medtronic technical services provided instructions to trouble-shoot the issue. The medtronic rep then tested the system with a resin head and the tracking would freeze and catch up, freeze and catch up. The decision was made to replace the device. There was no pt present.